Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump passed self test and active current measurement. No unexpected charge/battery lasts less than expected during testing. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture or physical damage. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The test p-cap locks properly in place in the reservoir compartment noted. The following damages were noted: in summary, charge/battery lasts less than expected not confirmed. No current code/category confirmed due to pump received with a high sleep current measurement, problem isolated to the pcba 1. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip damaged, a crack along the battery compartment, and the battery lasts less than expected. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884, and acc-1601. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for acc-1601. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for acc-1601.